Manufacturer narrative:
The customer declined an offer for an injector checkout and additional applications training at this time. The disposables used in the reported incident were discarded and are therefore not available for testing. Additionally, because the lot numbers for the disposables are unknown the testing of retained samples is not possible. This information does not constitute an admission that the device, the company or its employees caused or contributed to a reportable event.

Event description:
The site reported the following: a (B)(6) year old male outpatient was undergoing a CT of the thorax region with contrast media using a stellant injector. The radiologist interpreting the study visualized approximately 20-30 ml of air in the pulmonary artery. The patient was asymptomatic; however the patient was admitted to the local hospital for monitoring as a precaution. The patient was later discharged to home in good condition.